Event description:
A customer reported that a healthcare worker opened a bottle of cidex® opa and noted a strong odor and immediately recapped the bottle. The healthcare worker (hcw) experienced a headache and an irritated throat which lasted an hour. The hcw left the room and went outside for some fresh air and felt better. No medical treatment was required. The hcw was wearing a face shield, gown and gloves (ppe) at the time of the incident.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa was performed and found there is not a significant trend for hr-allergic symptoms or hr-headache. Batch record review of cidex opa solution lot# 271009577 was performed by the manufacturer, systagenix, who indicated that the lot met specification. The fmea (failure mode effects analysis) score is below the threshold and considered minimal relating to issue of headache and allergic symptoms. The shuma (system hazard use misuse analysis) risk was determined a category 1 associated to user headache. The hhes (health hazard evaluation) were reviewed for similar symptoms and the risk was none/negligible risk. There was no product sample returned for investigation. The healthcare worker's symptoms improved after she stepped outside for fresh air and was no longer exposed to the cidex opa solution. The assignable cause code is inadequate ventilation. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde vapors should be avoided, as they may cause respiratory symptoms and headache. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU and material safety data sheet (msds) also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. The healthcare worker's symptoms improved after she stepped outside for fresh air and was no longer exposed to the cidex opa solution.

Manufacturer narrative:
The cidex opa IFU states: warning:avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing or headache. May aggravate a pre-existing asthma or bronchitis condition. In case of adverse reactions from inhalation of vapor, move to fresh air. If breathing is difficult, oxygen may be given by qualified personnel. If symptoms persist, seek medical attention.